Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated their implantable neurostimulator (ins) pocket site initially felt like a totally round disc and now the pocket was no longer round and they could feel an edge on top. The patient confirmed they could feel all four corners and was concerned it could be pocket erosion as it felt like it was disintegrating away. The patient also reported a pain or burning (could not identify which) that came and went at the pocket site. The caller stated they had the stim on most of the time and was not able to determine if the sensation went away when the stim was off. The patient mentioned a return of symptoms as they had bowel leakage that happened every once in a while, but especially when they bend over or strain themselves. The patient stated they did not feel stimulation and felt a pinching sensation in the groin when they turn the stim on/off. The patient had leakage today and asked to increase stim; the patient increased stim to 2.6v on program #3 and felt a pinch when increasing from 2.5 to 2.6v. The patient did not feel stimulation, with the therapy confirmed on, but did feel a burning in their hip. No falls/trauma was reported to be related to the issue. The patient had spoken to the healthcare provider (hcp) and was directed to call in, but the patient would follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.